Event description:
The user facility in (B)(6) reported cutting cannot be performed; however, aspiration continued. There was no patient impact or medical intervention required. Surgery dates were not provided.

Manufacturer narrative:
The device has not be returned for evaluation. A supplemental report will be submitted if any additional information is received. The sterilization and lot history records have been reviewed and found to be acceptable. Report 3 of 3.